Event description:
Reporter stated that customer received the following results on the performa combo system within 3 minutes: 32 mg/dl, 229 mg/dl and 243 mg/dl. Customer did not have any symptoms, however, she ate one piece of dextrose after the result of 32 mg/dl. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.